Event description:
Implant failed due to part not retained on mating part (e.g.,

Event description:
Implant failed due to part not retained on mating part (e.g., implant failed due to failure to osseointegrate as additional information received.)